Event description:
Reporter calling stating she has experienced ongoing problems ever since receiving ultherapy treatment at "(B)(6)". She states the ultherapy device is "FDA-cleared" for use on the "brow, chin, chest, and neck" however treatment was instead performed on her "upper face" and near her eyes. She states that during the procedure she immediately experienced pain and "I could tell something went wrong." She states that she has suffered from vision problems ever since and that her right eye appears "permanently dilated. It doesn't change in the light." She also suffers from facial pain and emotional pain from the cosmetic damage that she has endured. She states she filed a report with the device maker but they have not yet contacted her.